Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. This report is for the second device reported. See MDR: 3013394970-2018-00444 for the first device reported that was used on the same patient.

Event description:
The user facility reported that the bypass tube was already detached from the carrier tube tip on the angio-seal device when the angio-seal poly-foil pouch was opened. The device was not used and another angio-seal device was used to continue the procedure, but the bypass tube was also already detached from the carrier tube tip on the angio-seal device when the angio-seal poly-foil pouch was opened. The device was not used and another angio-seal device was used to continue the procedure. Subsequently, hemostasis was successfully achieved by the third device. The devices had been stored on a level place. The procedure before deploying the device was pci (percutaneous coronary intervention). A pre-deployment angiogram was performed. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 8 mm. The size of the sheath ancillary used was 7 fr. There was no health damage to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned for evaluation, however, a photograph of the actual device was returned for evaluation. Therefore, the investigation was based upon the user facility information and a photograph provided by the user facility. The photograph confirmed the reported event. A review of the device history record of the product code/lot# combination was conducted with no findings. Based on historical complaint data, the issue may be related to the improper opening of the polyfoil pouch. Past complaint, records have shown that if the polyfoil pouch is not opened completely when attempting to remove the carrier tube assembly, the bypass tube can become dislodged. However, with no device return the exact cause of the reported event cannot be definitively determined based on the available information.